Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the suspend feature on the pump is not working. Customer support (cs) walked through setting a suspend up and it does not show on the home screen after doing it. Cs went into suspend history and it did not show up. The patient and cs reviewed the time and date and the time/date were correct. Cs had patient go into the bolus history and record 1 indicated a bolus of 31.99 of 33.2. Cs asked for additional information and they stated it was a combo bolus and was started at 10:00. The patient stated that they had called in yesterday to set up the programming of this replacement pump. The patient stated that they had a high blood glucose (bg) yesterday and this morning a high of 280mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient treated themselves with a bolus. This report is being made due to the alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: during investigation, the pump booted to the verify screen with audible and vibratory features. An ¿ezprime¿ sequence was successfully performed. The pump was exercised for 24 hours with no warnings or alarms occurring. During testing, the pump was manually suspended. The home screen correctly showed that the pump was suspended. The pump was then manually resumed. The suspend history correctly recorded the suspend and resume. The pump successfully completed a delivery accuracy test. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.